Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee scope procedure it was reported that metal shavings came off the blade into the patient. The broken pieces were removed via suction. No delay or patient injuries were reported. A back-up device was available.